Event description:
It was reported that on (B)(6) 2024, an amplatzer amulet left atrial appendage occluder was chosen for implant. The left atrial pressure was 14mmhg. Heparin was administered, and the activated clotting time (act) levels were within 250-400 seconds. The transseptal puncture was inferior-mid. The device was placed in the left atrial appendage. A tug test was performed, and the device moved proximally. The device was recaptured and repositioned, and all criteria were met before the device was released from the delivery cable. On (B)(6) 2024, a pericardial effusion was noted prior to discharge. The pericardial effusion was managed with medication. The device was believed to be the cause of the pericardial effusion.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information from field indicated that the patient's activated clotting time (act) was 250-400 and heparin was administered. It was also indicated that there was one recapture or re-sheaths during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Na.

Event description:
It was reported that on 23 april 2024, an amplatzer amulet left atrial appendage occluder was chosen for implant. The left atrial pressure was 14mmhg. Heparin was administered, and the activated clotting time (act) levels were within 250-400 seconds. The transseptal puncture was inferior-mid. The device was placed in the left atrial appendage. A tug test was performed, and the device moved proximally. The device was recaptured and repositioned, and all criteria were met before the device was released from the delivery cable. On (B)(6) 2024, a pericardial effusion was noted prior to discharge. The pericardial effusion was managed with medication. The device was believed to be the cause of the pericardial effusion.